Event description:
The customer reported that the device, 00502313600, micro sagittal blade, coarse, 14 x 15.5 x 0.6 mm 90°, was used during a shoulder impingement surgery (latarjet procedure) on 23jan26 when it was reported, ¿incident in the operating room during surgery. The button that locks the blade opened when pressure was applied to the surgical site, causing the blade to detach.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without any report of delay. Further assessment found that the device fell into the surgical site and was retrieved with a pair of pliers. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. A two-year lot history review cannot be conducted as a lot number was not provided. A device history record (DHR) review cannot be conducted as a lot number was not provided. A two-year review of complaint history revealed there has been a total of two complaints, regarding two devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised that when using the micropower+ sagittal saw, placing excessive bending or twisting force on the sagittal saw blade may cause the collet to open and release the saw blade. Do not use saw blades to pry, remove bone grafts, or as a leverage point. Patient or user injury could occur. We will continue to monitor per regulatory requirements to help ensure patient safety.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, 00502313600, micro sagittal blade, coarse, 14 x 15.5 x 0.6 mm 90°, was used during a shoulder impingement surgery (latarjet procedure) on 23jan26 when it was reported, ¿incident in the operating room during surgery. The button that locks the blade opened when pressure was applied to the surgical site, causing the blade to detach.¿. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed without any report of delay. Further assessment found that the device fell into the surgical site and was retrieved with a pair of pliers. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.